Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of refy3957 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "powerglide rt kinking after insertion." Additional information received 11/21/2022: I placed a 20g 10cm powerglide in a large upper arm brachial . The vein was 0.54cm in diameter and 1.8cm deep. It went in effortlessly, had a great blood return and the statlock was in place. I was called an hour later by the nurse who said the catheter wouldn't flush. Upon assessing it, the catheter would not flush. I took down the dressing and it appeared to be kinked at the insertion site. I straightened it and it still wouldn't flush. I decided to pull it and was only able to pull out 3cms before it stuck and would not pull out any further. I left the catheter in place with 3cms out, covered it and called the ir doc. We got an xray of the arm and it was clearly kinked. Ir came to the bedside in the am. They were able to pull it the rest of the way out at bedside. What type of catheter securement was utilized? Statlock pro was there any patient harm reported? No.

Event description:
It was reported by the customer "powerglide rt kinking after insertion."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.